Event description:
The physician was using an assurant cobalt peripheral stent for treatment of lesion in the proximal iliac artery. The lesion was moderately calcified with little calcification. The lesion was pre-dilated and 50% stenosis remained post dilation. The stent was deployed successfully. During removal of the balloon through the sheath the physician experienced difficulties. The balloon and sheath had to be removed as a unit. There was no patient injury and no clinical sequelae were reported. Device evaluation: the stent delivery system was returned for evaluation. The balloon was partially inflated. The tip of the sheath was damaged. The distal tip of the device was damaged. The catheter was stretched measuring and there were numerous kinks along the shaft.

Manufacturer narrative:
(B)(4): evaluation results: (root cause undetermined - limited information available).